Event description:
It was reported that the reservoir volume changed throughout the administration. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 19-sept-2022 via email and attached in the complaint object: the issue occurred during infusion. The infusion completed, the pump administered the total volume faster than the pump was set to run. The cassette was completely empty, but the pump indicated volume to be infused remained. The date of the event is unknown. The product issue did not cause or contribute to patient or clinical injury. Patient information is unknown, the pump was connected and or disconnected by hospital nursing staff thus, patient information was not related to the pharmacy. The patient did not receive medical treatment. There was no adverse event to the patient, the infusion just completed a couple hours faster than expected. H6: event problem and evaluation codes: updates not required. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with case damage and fluid ingression; the tamper seal was intact. There was no evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. Running three accuracy tests, the pump was found to be within manufacturing specifications. Fluid ingression on the base of explusor was found to be the cause of the reported issue, so it was recommended that the expulsor assembly to be replaced as corrective action. The root cause of the reported issue was traced to the customer. The product is 10 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).